Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she wears the insulin pump in her bra and was sweating. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.